Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trough of the unit was bent - the comb was bent on the right side on the part that is attached to the mesher. The skin on the edge would stick but the surgeon was able to salvage what he could. An alternate device was not used. An additional graft was not needed. The bent comb did not affect the patient. The event occurred during surgery. There was no harm or delay reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the trough of the unit was bent - the comb was bent on the right side on the part that is attached to the mesher. The skin on the edge would stick but the surgeon was able to salvage what he could. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), a 2:1 ratio cutter, serial number (B)(6), a 3:1 ratio cutter, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report skin graft mesher serial number (B)(6) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) four times as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, damaged comb, shoulder bolts, latching pins, and ratchet were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher serial number 1.5:1 ratio cutter, serial number (B)(6) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report review of skin graft mesher serial number 1.5:1 ratio cutter, serial number (B)(6) also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 1.5:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the cutter was returned with skin graft mesher serial number (B)(6) and the worn bushings were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, damaged comb, shoulder bolts, latching pins, and ratchet were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the cutter was returned with skin graft mesher serial number (B)(6) and no parts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 3:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, damaged comb, shoulder bolts, latching pins, and ratchet were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 3:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the cutter was returned with skin graft mesher serial number (B)(6) and no parts were replaced. This is not a related issue. Product review of the skin graft mesher on august 8, 2018 revealed that the pre-test calibration and sample mesh could not be taken due to the bent comb. The roller and comb had visible damage. The .5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(6), and the 3:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 8, 2018 which included replacement of the roller, damaged comb, and gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the comb was bent.it is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.